Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The event can be detected/prevented by following the instructions for use which is described in chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), that during maintenance of the device, they observed the air/water channel is failing. The customer is having this issue with two scopes but the loaner scope is not having any issues. Tac provided troubleshooting but the customer returned both devices for repair. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the air/water supply had very minimal debris found inside the jet tube from insufficient or incorrect reprocessing scope and the distal end of the device missing and cracked cement at pink rubber. This report is being submitted for the malfunctions found during device evaluation. This event is related to the following patient identifiers: (B)(6) (this report), (B)(6).

Manufacturer narrative:
During testing and inspection the following was also found: the customer¿s complaint (internal defects of the channel) was confirmed, debris was found inside the jet causing the reported problem. Additionally, the objective lens had degradation at the cement, a cut was found on switch number one and the light guide lens was peeling at the cement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.